Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: damage was found at the zoom lever. The damage at this area may have affected the user's ability to fully reprocess the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The potential for this issue is addressed in the instructions for use (IFU). Review shows relevant instruction in the operator's manual related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a clogged air/water nozzle, while using the flex video scope. There was no patient harm associated with the event.